Event description:
It was reported that the pump did not detect the cartridge, leading to a cartridge change error. There was no reported impact to the customer¿s blood glucose level. The pump was out of warranty and the customer decided not to return it, with no further information available regarding the outcome of the event.